Event description:
It was reported that: it was reported that while carefully withdrawing the manta out of the patient the suture teared. A part of the suture had to be removed from the patient during vascular surgery. The device was used during a tavi procedure. In total 4 device showed the defect. This complaint is associated to: (B)(4). Additional information: central access was gained in the right common femoral artery. Vessel size was 9mm. There was moderate calcification and no tortuosity. Measured depth for the manta was 4cm. Systolic blood pressure was 110mmhg and act was 190. Both heparin and protamine were administered during the procedure. Time to hemostasis was 3 minutes.

Manufacturer narrative:
Qn # (B)(4). One 18f ce manta closure and one 18f ce sheath were returned for investigation to vsi/teleflex. The components were decontaminated and then visually inspected. Blood particulates were present in the components. The 18f ce manta closure exhibited a non-engaged lever. The collagen plug (collagen, radiopaque lock, and toggle) is intact on the suture. Blue lock advancement tube partially exposed outside the delivery tube. The suture is intact and positioned within the delivery tube. A bypass tube is present at the top end of the delivery tube. The device does not appear to be damaged. The device lot history record review for lot number mn2301502 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 80-year-old male patient (60kg, 170cm, 20.8 bmi) presented in the operating room for a tavi procedure. A centrally positioned access was gained utilizing a single stick. Procedure requirements in the manta instructions for use state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The right common femoral arteriotomy was 9mm, with moderate calcification, posterior wall calcification, and circumferential iliac wall calcification, with a measured deployment depth of 4cm. No issues were encountered advancing or withdrawing the medtronic evolut 16f procedural sheath. Proceeding the tavi, activated clotting time (act) was 190, heparin and protamin were administered, and the 18f ce manta was deployed to the measured depth. During deploying the device and sealing the puncture step, the suture tore while the physician was withdrawing the manta closure handle. Pta ballooning was utilized, although was not reported as to when during the procedure. Vascular surgery was performed to remove a part of the suture from the patient; no further information was submitted regarding the surgical intervention. The returned device evaluation indicated the device was not deployed and the suture appears completely intact. Information submitted for this investigation was inconclusive and does not provide any information relevant to the complaint. After multiple good faith effort attempts to obtain additional information on the initial, deployment and surgical intervention procedures, patient conditions, and environment, and no angiograms submitted for this investigation, no further response was received. Procedural preparations in the IFU state: confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. There appeared to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: it was reported that while carefully withdrawing the manta out of the patient the suture teared. A part of the suture had to be removed from the patient during vascular surgery. The device was used during a tavi procedure. In total 4 device showed the defect. This complaint is associated to (B)(4). Additional information: central access was gained in the right common femoral artery. Vessel size was 9mm. There was moderate calcification and no tortuosity. Measured depth for the manta was 4cm. Systolic blood pressure was 110mmhg and act was 190. Both heparin and protamine were administered during the procedure. Time to hemostasis was 3 minutes.

Manufacturer narrative:
(B)(4).